Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the common bile duct for the treatment of choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, a stone got stuck inside the axios stent. It is unknown if the stent was removed. There was no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.